Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-1996cd, batch 47321744 driver was received for investigation. Visual inspection identified that the silicone coating across the handle was chipping at the distal end of the device. The observed condition of the device is consistent with wear and tear damage accumulated over repeated usage.

Event description:
It was reported that the coating is coming off the device.